Manufacturer narrative:
Separates is labeled. Product was returned in a used and damaged condition. This device is 100% inspected for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Per the caution label we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned device shows the distal weld ball is missing and coil wire elongated. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. Limited information was provided in the event description although both proposed scenarios are feasible. In the absence of additional information, a root cause cannot be determined. The root cause is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.

Event description:
The wire was placed into the sheath and then into the pt. X-ray revealed that the wire was frayed and the tip of the wire broke off. When the sheath was pulled out, the tip that broke off was lodged in the tip of the sheath/introducer. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reported, the pt did not experience any adverse effects due to this occurrence.